Event description:
It was reported that high lead impedance (10,000 ohms) was read in a follow up appointment with the treating neurologist. The patient's device was programmed off and at the moment no patient trauma or manipulation has been reported. Furthermore, the patient's parents stated that the patient had developed nightly seizures whose postictal effect last until the morning. Follow up with the treating neurologist revealed the seizures are of unknown cause and relationship to vns. Current interventions are to have the patient's lead replaced and medication changes were performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.